Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019 with a high blood glucose reading of over 400 mg/dl. The cause of death was multiple brain coma, pancreatitis,, rapid blood loss, and not enough oxygen in the brain. The caller stated that the customer had diabetes, an infection, and stress that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, when the customer was admitted to the hospital. The customer was given an insulin drip when they were taken off the pump. The customer was not using sensors. The customer had a procedure done on (B)(6) 2018 and they deteriorated from there. The caller declined to return the insulin pump for analysis, as the pump was lost when the customer got admitted.